Manufacturer narrative:
Results - received one open unused sample on 27 february 2009 for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the tubing was detached from the drip chamber. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusion - the engineer concludes that this type of defect could be caused by the gap that is greater than 2 mm that resulted in the tubing to detach from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of the tubing by the manufacturing process and an over-sight, during the outgoing inspection to check for no gap between tubing and drip chamber. Corrective actions taken include the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Change core pin for the nozzle of the drip chamber, re-qualify molding process of the drip chamber and the ad-set assembly. Enhanced heat stalking between the tubing and drip chamber function the lot number reported was manufactured using an ad-set assembly built prior to the corrective action. Date submitted: 10 march 2009.

Event description:
The tubing detached from the drip chamber about 2-4 hours after insertion.